Event description:
It was reported that the left ventricular lead guidewire could not be removed. The lead was not used replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.